Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the valve was sutured into position and when the center cradle was removed, the physician noted one of the leaflets appeared torn at the free edge. The valve was explanted and another valve of the same model was implanted. No adverse patient effects occurred as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was distorted; oval shaped. The valve was discolored showing evidence of blood contact. The valve appeared slightly desiccated possibly due to the four day duration in formalin. All leaflets appeared slightly stiff but flexible possibly due to blood contact, the decontamination process and exposure to formalin. The right and non-coronary cusps were intact. A small tear observed along the free margin of the left cusp appeared to have occurred during implant. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis confirmed the reported clinical observation of a torn leaflet. The tear occurred during implant and was related to implant technique. (B)(4).